Event description:
It was reported that when using the bd pyxis¿ es server, the patient was not showing up in pyxis. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 14-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not shown on devices due to inactivity of profile. A technical support specialist advised the customer to update admit time and transfer between units to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.